Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: laparoscopical procedure. Customer informs that the loading unit was assembled and then they were introduced through the trocar. When closing and proceed with the firing, the handle broke and the sulu disassembled (the firing was not done) and the black piece of the handle that connects to the sulu fell in the patient's cavity. In order to solve the problem they opened a new handle and sulu and fired them next to the previous sulu which had remained closed within tissue as they have enough space to do this, then it was removed together with the appendix as well as the black piece in the recovery bag. Less than 30 min delay, no need to extend the incision, no bleeding. Patient is in normal post-operative recovering. Customer has not kept trace on the handle lot number and had discarded the 1st sulu and does not ref for the sulu. No reinforcement material used. Surgeon thinks that the surgery date was last (B)(6). No adverse event reported due to the problem. Patient data is not give due to privacy issues.

Manufacturer narrative:
(B)(4).